Event description:
Allegedly the component disassociated.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00355, 00356.

Event description:
Allegedly the component disassociated.

Manufacturer narrative:
Conclusion: user error contributed to event. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used.